Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported to the manufacturer through the device tracking form from the hospital that the patient's pump was exchanged, and a reason for the pump exchange was not provided. Additional information was received from the vad coordinator that the patient was in ICU recovering and his pump parameters were within the normal limits. When the patient turned in his bed per nursing activity, it was noted that the pump flows decreased, the patient parameters were pulsatile and the patient stated that he was not feeling well. It was also reported that a CT scan was performed and the pump had shifted. A ramp study was done and revealed thick myocardium. The patient experienced hematuria. Per operative note, the patient's pump and inflow were exchanged. Thrombus was noted of ingested muscle. The patient remains ongoing with the new lvad.